Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the second band began to fail. After three more attempts, the bands moved out in their position but could not deploy and the white band was cut off by the thread. The first device was then removed and a second speedband superview super 7 device was installed; however, only the first band was able to deploy and the remaining bands failed to deploy. No patient complications were reported as a result of this event. Note: a video and photos were provided by the customer showing the two devices outside the patient. The video shows one of the devices in which the white band got broken during deployment and overlapped with the other bands. The photos show a ligator head with bands also observed tangled and move out of their original positions.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Health care facility of event is (B)(6) hospital in (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the second band began to fail. After three more attempts, the bands moved out in their position but could not deploy and the white band was cut off by the thread. The first device was then removed and a second speedband superview super 7 device was installed; however, only the first band was able to deploy and the remaining bands failed to deploy. No patient complications were reported as a result of this event. Note: a video and photos were provided by the customer showing the two devices outside the patient. The video shows one of the devices in which the white band got broken during deployment and overlapped with the other bands. The photos show a ligator head with bands also observed tangled and move out of their original positions. Additional information received on december 15, 2021. It was reported that after the bands were unable to deploy the patient had bleeding and it was resolved by completing the procedure with another speedband superview super 7 device. It was also noted that the patient was stable at the conclusion of the procedure. Additionally, there was no difficulty experienced upon setting up the device and both devices were used in the anus.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: investigation results: it was reported that the suspect device is not available for return. However, a media analysis was performed, and it was observed that the bands on the ligator head were overlapping and moved out from their original positions. It was also noted that the ligator head teeth were damaged. Based on the evaluation of the device, these failures are likely due to handling and manipulation of the device. Once the ligator head teeth are damaged, the suture can be detached from its position and this condition could have impacted the bands deployment activity which could have caused the reported issue. Additionally, it is important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The investigation concluded that, without analysis of the suspect device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During the procedure, when trying to deploy a band, the second band began to fail. After three more attempts, the bands moved out in their position but could not deploy and the white band was cut off by the thread. The first device was then removed and a second speedband superview super 7 device was installed; however, only the first band was able to deploy and the remaining bands failed to deploy. No patient complications were reported as a result of this event. Note: a video and photos were provided by the customer showing the two devices outside the patient. The video shows one of the devices in which the white band got broken during deployment and overlapped with the other bands. The photos show a ligator head with bands also observed tangled and move out of their original positions. It was reported that after the bands were unable to deploy the patient had bleeding and it was resolved by completing the procedure with another speedband superview super 7 device. It was also noted that the patient was stable at the conclusion of the procedure. Additionally, there was no difficulty experienced upon setting up the device and both devices were used in the anus.